Event description:
A home patient contact baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 5/6 of their automated peritoneal dialysis therapy. Reportedly, two of the supply lines of the homechoice set were not used during therapy, however, the home patient left them unclamped. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed manually. No patient injury or medical intervention was associated with this incident, per the home patient.